Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced loss of therapeutic relief. On (B)(6) 2011, the patient underwent surgical revision of the catheter where the catheter was spliced. On (B)(6) 2011, it was reported that the patient experienced an underdose. The patient had a patient therapy manager (ptm) which indicated that the pump was refilled on (B)(6) 2011. The patient was admitted to the intensive care unit on a ventilator and had just started moving slightly. The medications being delivered via the device system were bupivacaine, fentanyl, baclofen, and hydromorphone. A follow-up report will be sent if additional information becomes available.